Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported that after insertion, he experienced abnormal pain and later received a sensor failure alert; upon removal, the sensor wire was missing and believed to have detached and remained lodged in his right upper arm. His arm became increasingly swollen and painful, prompting an emergency room (ER) visit where x-rays confirmed the retained wire. Multiple physicians attempted but were unable to remove the wire. The patient did not specify what the healthcare provider (hcp) used in the attempt to remove the wire. He reported being treated for infection with IV antibiotics and discharged with oral antibiotics, which he stated were prescribed for a "10 course" duration (cephalexin 500 mg, sulfamethoxazole/trimethoprim 800 mg/160 mg). He was also advised to take ibuprofen for pain and instructed to follow up with his primary care provider or return to the ER due to persistent swelling and ongoing risk. At the time of the report, patient condition was unchanged. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.